Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Upper and lower cases and both bail covers are broken. Ring cover is contaminated. The ring is bent. Keyboard window is scratched.

Event description:
It was reported the rear case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.